Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor (icm) exhibited noise and episodes of under-sensing. No intervention was performed. The patient was in stable condition.